Event description:
The customer reported the system is displaying a communications error. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the generator driver board and a blown fuse. System operates as intended. (B) (4).